Manufacturer narrative:
The complaint states ''today the lift off was such that I was so concerned regarding the gap between the tibial baseplate and the cement ((B)(4)) - it accepted a knife blade without difficulty that I carried out the revision.'' It was at that stage the assistant told me of the other 2 cases, of which there was a depuy rep present. This week at the hospital there have been 3 separate surgeons who have all observed it (tibial base plate lift off). A complaints search did not identify any other complaints associated with anterior lift. A lot specific search did not identify any other complaints. Reference should be made to the above attachments which outline the timeline of events with regards to these complaints, a letter sent to the surgeon, and notes from the meeting held between the surgeon and depuy synthes staff. The outcome of the meeting was; mr (B)(6) reports an interest in trialling line-to-line instrumentation. To investigate the potential of supplying mr (B)(6) with line-to-line tibia instrumentation. Mr (B)(6) reported considering changing cement brand. Discuss with (B)(6) (complaint manager) re: feed into old complaint or open a new one. Mr (B)(6) has consented for us to obtain x-rays and patient information in order to capture his findings in our internal complaints process. No further actions are identified. If further information is received the complaint shall be reopened and updated accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tibial tray lifted off intraoperatively. The patient's tibia was also fractured intraoperatively.

Manufacturer narrative:
Today the lift off was such that I was so concerned regarding the gap between the tibial baseplate and the cement (palacos) - it accepted a knife blade without difficulty that I carried out the revision.'' It was at that stage the assistant told me of the other 2 cases, of which there was a depuy rep present. This week at the hospital there have been 3 separate surgeons who have all observed it (tibial base plate lift off). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.